Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of patient samples were underfilled. Samples were recollected. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos evaluated display both an acquisition product and a packaged product with shelf pack labels, but they do not show the customer¿s reported failure mode of underfill. A total of 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. Functional draw testing was conducted on 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of patient samples were underfilled. Samples were recollected. There was no health impact or consequences reported.